Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. However, a root cause for foreign objects in server plug-in (z-block) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the repair center for evaluation related to a separate issue. During testing the repair center identified the device had foreign objects in server plug-in (z-block), adhesive around light guide and objective lens had wear. There was no patient involvement.